Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. There were concerns for battery longevity. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem, section d4 lot number, expiration date, serial number, unique identifier (UDI), section d5 operator of device and section d6a implant date.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. There were concerns for battery longevity. This device remains in service. No adverse patient effects were reported. Additional information received indicated that this device exhibited premature battery depletion (pbd) and the plan was to perform reassessment in next 90 days.